Event description:
It was reported during a routine follow-up that this pacemaker had one stored episode of electromagnetic interference (emi) less than five seconds on both the right atrial (ra) and right ventricular (rv) lead channels. The patient could not recall his activity at that time and is not pacemaker dependent. The device and leads remain in-service. No adverse patient effects were reported. Additional information received that the electromagnetic interference (emi) was oversensed on the right ventricular (rv) lead channel only. The device and leads remain in-service. No adverse patient effects were reported.